Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) been completed. The reported problem (unable to run incoming functionality testing) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the wires in the cable and dn. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functionality testing.